Manufacturer narrative:
Given the nature of the alleged incident, the product, could not be returned for evaluation; however, the provided images were reviewed and revealed that the patient has an allergic reaction. The clinical/medical investigation concluded that, he patient had an undiagnosed allergy to one or more of the materials in the opsite post-op dressing as well as the unknown, tan-colored adhesive tape used with gauze in one of the provided photos. It is important to note that jelonet does not contain adhesive therefore, it is unlikely that the jelonet initiated the allergic reaction, although a sensitivity to the paraffin tulle gras cannot be completely ruled out. Device batch number was not provided; thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the product listed. Although this product does not have a specific instructions for use document, it is intended to be applied to clean, dry skin and used in accordance with standard clinical protocols for wound dressing application. As with any dressing, skin reactions may occur in some patients, particularly those with a history of sensitivity or allergies. A review of the risk management file revealed this adverse event was previously identified. The anticipated risk level is still adequate. A historical review concluded that there have been no previous escalated actions for the part number and failure mode reported. At this time, there is no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H6 has been updated.

Event description:
It was reported that, during treatment for a wound on the patient's knee, after 3 days of using jelonet and opsite post op dressings, the patient experienced a severe allergic reaction with swollen eye lid and rash on her face. The knee was also swollen and warm, with a rash around the wound dressing area. The dressings were removed on the third day and she was admitted to the hospital. Doctors could not found out the cause of the allergy, until on the fifth day, when the patient's condition worsened. The dermatologist confirmed she had an allergy reaction from wound dressing adhesive (contact dermatitis). It was stated that these products failed to state precautions label, ingredients or warnings on the packaging. Following wound cleansing and IV on the arm removal, the patient showed significant improvement, with reduced swelling the next day.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H11: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.